Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 725 mg/dl. Customer was passed out, disoriented, and nauseous due to high blood glucose. Customer was not wearing the insulin pump for a week prior to the hospitalization. Customer was advised to revert to manual insulin injections after the first hospitalization. Customer reported the insulin pen was expired. Customer will not be returning the device for analysis.